Event description:
Patient with ischemic cardiomyopathy. He underwent an electrophysiology study that was positive for induction of ventricular arrhythmia. A single chamber implantable cardioverter defibrillator was implanted two weeks ago. In follow up, his r-waves were significantly decreased down to 2 millivolts with elevated threshold and a decrease in the impedance. Manufacturer response for lead, ICD, st. Jude. The st. Jude representative was present in the or and was given the defective device.